Event description:
Sales representative notified vilex on 10/14/2024 of instrumentation malfunctions that occurred during a lower extremity charcot revision procedure. The following information was further provided by the sales rep on 10/21/2024: the targeting guide extender locked into place and locking cams fell off while inserting the nail with the mallet; the insertion tool adhered to the bottom of the targeting guide; targeting guide heel cup detached from internal component as it was being attached to the guide assembly. Vilex was made aware on 10/24/2024 of additional emdrs submitted by the facility regarding the same event. Report no. (B)(4).